Event description:
The customer reported that she experienced two infections at the cannula insertion site, the most recent of which required surgery. No additional info was provided about the event or the devices involved. No product will be returned for eval.

Manufacturer narrative:
The pod will not be returned for eval. Unable to confirm any product malfunction. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact the health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and received medical attention in order to treat the infection.